Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra easy meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019, however was unable to recall the exact time. The patient reported that they obtained a blood glucose reading of ¿8.8mmol/l¿ with the subject meter and ¿3.8 mmol/l¿ on the laboratory device. The tests were performed less than 10 minutes apart. The patient informed the csr that they manage their diabetes with insulin (self-adjuster) and reported increasing their dose of insulin ¿8 units of novorapid¿ due to the alleged issue. The patient stated that they developed symptoms of ¿sweating, vertigo and blurred vision¿, which they associated with hypoglycemia. Yet denied receiving any treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The patient¿s test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.